Event description:
Patient (B)(6) index procedure was performed on (B)(6) 2019. On (B)(6) 2022 apifix was notified that patient (B)(6) is scheduled for implant removal surgery on (B)(6) 2022. Reason for the removal surgery was not provided. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of our device.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Apifix followed up with the reporter, requesting information regarding the circumstances for the removal surgery. On (B)(6) 2022 additional information was received. Per the reporter, the removal procedure, was performed on (B)(6) 2022, having been performed as an 'elective' removal. According to the surgeon, the patient had already 'fully grown' and was 'overweight', so it was agreed by the surgeon & patient to remove the system. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. The implant was electively removed with no report of patient harm having occurred. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event.